Event description:
The customer contact reported a leak of a chemotherapeutic agent. Prior to pt use, during the priming of the tubing set, an unspecified volume of a chemotherapeutic agent leaked from an unspecified location on the tubing set. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 11697. The domestic list number has a common device name of 80fpk. And has a 510k of k063239. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).